Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a bhr in 2006, the patient underwent a revision surgery on (B)(6)2011 due to failed left hip resurfacing. The acetabular component was well fixed and with out wear, so it was retained. The resurfacing femoral head was found to be loose and rotated, a femoral neck osteotomy was performed and the system was converted to a bhr-tha. Current health status of patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). Section h6, health effect - clinical code, and h11 were updated. H11: results of investigation: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. Due to insufficient information, it is not possible to determine a revision of the IFU associated to the alleged device. However, the most recent IFU lists several potential adverse device effects and warnings related to bhr arthroplasty. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. Based on the limited information provided, a clinical root cause for the loose and rotated femoral implant cannot be confirmed. Without additional clinical information the initial anatomical placement and/or if the implants migrated post-op cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.